Event description:
The user stated that they replaced the device's power supply and now they are not getting any sound.

Manufacturer narrative:
The user facility's biomedical engineer changed the device's power supply due to the device failing to power up properly. After changing the power supply, the biomedical engineer tested the device and noted the no sound condition. The available information does not support that there was a no sound condition present prior to the replacement of the power supply and that replacement of the power supply by the biomed caused the no sound condition to occur. The device manufacturer provided the user with troubleshooting in order to determine the source of the no sound condition (pinched wires, loose connections, etc...). The user was going to try the suggestions and call the device manufacturer back, if necessary. The user has not called back for additional assistance in resolving the reported problem. This supports, that the user resolved the reported problem on their own. No additional investigation or action is warranted or planned.